Event description:
It was reported that the patient had a persistent left vena cava and no right vena cava. The lead was opened at implant but not used as it was too short for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation was breached cut and the lead appeared to be damaged at implant.